Manufacturer narrative:
The customer disposed the zoll quattro catheter. Therefore physical investigation could not be performed and the root cause could not be determined. Event assessed as not serious because it did not required an additional to standard procedure of catheter removal. Event was probably related to the zoll product due to relevant timing and location even in this very obese patient with difficult conditions for catheter placement.

Event description:
After completion of the ivtm therapy and while removing the quattro catheter, the user pulled the sutures out of the patient's skin and noticed bleeding at the site. The user needed assistance to remove the quattro catheter from the patient. Zoll personnel walked through the procedure to remove the catheter via slip tip syringe. Per user, the catheter was fully intact and had no integrity issues. Also, there was no damage to the catheter. No device malfunction was reported. No patient consequence was reported.